Event description:
A pt had been hospitalized in 2006 due to hyperglycemia. The report stated the pt was in the hospital for 36 hour and had difficulty getting his blood glucose below 350 despite injections. Reporter stated that the pump had no alarms or alerts and maintain there was no problem with the injection site or administration set. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.